Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f torqvue delivery system. After the procedure, it was discovered that the patient had a pericardial effusion in the left atrium, which led to cardiac tamponade. Pericardiocentesis was performed. The device was never completely retracted into the delivery system, however there were 2 partial recaptures prior to full deployment for implant. The patient was reported to have recovered and discharged.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.